Manufacturer narrative:
Product analysis: analysis noted that the stylus did not align with the cursor on the screen. The connection between the overlay and the printed circuit board (pcb) was re-seated and the stylus was re-calibrated. Analysis also noted that the power cord bay was broken and the handle covers were cracked. All damaged parts were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufact urer¿s analysis. There was no patient involvement.